Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited loss of bluetooth telemetry. No changes or intervention were performed. There were no patient consequences.

Manufacturer narrative:
The reported complaint of the patient application being unable to pair with the implanted device was confirmed. Abbott engineering concluding that the device was reworked due to a defective hybrid, during which the cyberkey was not updated, resulting in a mismatch of keys. Therefore, the device will not successfully pair to the mymerlinpulse application.

Event description:
New information indicates that the implantable cardioverter defibrillator (ICD) was re-paired to re-establish bluetooth telemetry.

Event description:
New information indicates that the implantable cardioverter defibrillator (ICD) had not actually been previously re-paired but was re-paired on 4 may 2023. There were no patient consequences.